Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 8 cm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician measured patient's anatomy with a calibrated catheter and it was determined a stent graft with length ranged from 9 to 10 cm is required. The physician then implanted the 16x20x93 endurant limb; however, per the physician, it was 2 cm shorter than expected. The stent graft measured 8 cm in length per the calibrated catheter. The physician then implanted another stent graft (124 mm in length). The physician thought it might be too long for the patient from the calibrated catheter, but it turned out fine. The procedure was completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.